Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed a shaft angle encoder error during set up. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.